Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and unexpected restarted. The customer stated that the insulin pump's display went blank. The customer's blood glucose was 149 mg/dl. The customer stated that he had dropped the insulin pump in the past. He did not observe any damage or corrosion to the battery cap, battery compartment or battery spring. Upon insertion of a new battery, the display returned. However, after the customer cleaned the battery contacts and inserted a new battery, the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed a21 error test, displacement test and off no power test. The operating currents are within specification. No unexpected battery out limit alarms, a21 alarms or blank display anomalies noted during our testing. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.